Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On approximately(B)(6) 2024, the patient experienced a skin reaction with rash underneath sensor pod area. It was reported that the patient experienced eczema for several years with the sensor dexcom g6. The patient consulted an healthcare provider and an epicutaneous testing showed contact allergy to isoburnyl acrylate found in the sensor's booklet. There was a proven contact allergy to the sensor, according to department of occupational and environmental dermatology, hudkliniken malmo, sus. There was no treatment provided. No additional patient or event information is available.